Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-00996. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The patient was treated with ceftriaxon and metronidazol. The current status of the patient is good general condition, still receiving outpatient treatment, and the wound of the median laparotomy is healed.

Event description:
It was reported that a patient underwent a midline laparotomy on unknown date and suture was used for abdominal fascial closure. The patient developed an infection on (B)(6) 2011 and was treated with antibiotics. The patient (B)(6) outcome was unknown.